Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the exact cause of the failures. It is likely the scope was dirty when sent to olympus as the leak reported by the customer can prevent users from reprocessing the device. It is also possible the customer did not attempt to reprocess the device prior to sending in the device. The failure of no angulation was caused by a deformed sprocket. This was most likely caused by forced angulation of the device coupled with corroded angulation wire and coil. The sprocket is connected to angulation control knob, and angulation chain to angulation wire. The angulation wire is structurally moved through sprocket by rotating angulation control knob. This issue is addressed in the instructions for use (IFU): the suggested events are preventable and detectable by handling device as per the following IFU. The detection way is included in operation manual chapter 3 preparation and inspection. The preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer were confirmed. In addition to the findings reported in b5, additional scratches and discoloration was found on the device, the bending tube, control unit and the nozzle were all deformed. Due to deformation of bending tube, connection between bending section and connecting tube was not secured. Due to deformation of control unit, water tightness was lost. Due to deformation of nozzle (it was shaved), water removal ability did not meet the standard value. Due to the suction cylinder being shaved, suction volume does not meet the standard value. A damaged charged couple device caused image on the shadows, damage to the up/down and left/right sprockets, the bending section cannot be controlled, there was a dent on the distal end cover and universal cord, corrosion on the electrical connector caused image noise, the bending section cover was worn, the light guide bundle had breakage, the switch button 2 was cut and the scope connector had a dent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The field service engineer (fse) reported on behalf of the customer to olympus, the colonovideoscope had a leak in the control knob, wrinkled, corroded and discolored insertion tube, up/down angulation not working, a corroded scratched distal end, a corroded and scratched electrical connector, and a scratched, discolored control body. These issues were observed during reprocessing. During inspection and testing of the returned device, there was no angulation due to the up/down/right/left sprocket deformation and various parts of the scope were dirty (distal end cover, light guide lens and scope connector). There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction during device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b3.